Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. The device was not returned for analysis; therefore, no evaluation could be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that an unknown quantity of transfer sets are difficult to connect to the plastic adapter. The unit is only using plastic adapters and the transfer set will connect but "with great difficulty". There was no patient involvement. Additional information was requested but is not available.